Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Device was not implanted nor explanted. The 510k: device is not distributed in the united states, but is similar to device marketed in the USA. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing evaluation was performed for the subject device. The evaluation of the subject device revealed the bladed wasn¿t totally locked but was blocked. Incorrect handling and/or excessive mechanical force may have led to the complained condition. To prevent such situations, it is necessary to operate according to the technique guide. The device history record for this lot confirms there were no deviations to specification at the time of manufacture in july 2014. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. No product fault could be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports the following: during a (B)(4) proximal femoral nail ¿ antirotation implant operation, the blade could not be connected to the impactor in question. The surgeon turned the impactor anticlockwise as instructed in the guide, however, it did not connect properly to the blade. The surgeon then turned the impactor forcefully and the tip of the blade did not rotate freely, so the surgeon changed to a smaller blade and completed the operation. There was reportedly no patient harm. This is report 1 of 1 for complaint (B)(4).